Event description:
A home pt (hp) reports dry minicaps. The hp states she does not see the presence of betadince when initiating the drain phase of her peritoneal dialysis exchange. The sponges were orange to brown in color and packages were sealed in the usual manner. No pt injury or medical intervention per the hp.